Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) stating the cause of the high impedances was not determined. The patient was awaiting a neurosurgery evaluation and x-ray. The patient's settings were changed to a circuit without high impedance and they were awaiting possible surgical intervention. The high impedances had not yet been resolved.

Manufacturer narrative:
See regulatory report # 3004209178-2018-08440. For other implantable neurostimulator involved in this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson's disease and movement disorders. It was reported the patient had a return of tremors starting likely around (B)(6) 2018 and high impedances. The caller was not with the patient to do further troubleshooting. It was reported by the patient to the caller that since having the inss replaced back in (B)(6) 2017 he had some chiropractic adjustments and a couple of those adjustments were of the neck. The caller stated that it was typical manual manipulation of the neck. The patient could not provide a particular chiropractic session to tie the issue to. The patient was seen on (B)(6) 2018 to have his device looked at because of the return of tremor about a month before. Impedances were tested at .7v, 1.5v, 3.0v and c/1 (the contact the patient was using for therapy) showed 17,000 ohms and the other contact pairs were higher than that. The caller did not save any of her values from that visit. C/2 was the only normal value at 890 ohms so they reprogrammed the patient to that even though he wasn't getting the best response. Caller was going to refer patient to neurosurgery for next steps.